Event description:
It was reported an 8f angio-seal mp device was used post percutaneous transluminal angioplasty (pta). The patient experienced pain a few days later. An arterial brachial index test revealed lower results. The patient continued to have pain and the hospitalization continued. Eight days after the pta, angiography revealed a dissection at the puncture site. The patient will be treated with angioplasty.